Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked and the imaging window detached near the lap joint section. The imaging window was not returned for analysis. A broken drive cable was noted beginning 39.2 cm from the distal end of the connector shaft and the drive cable was also found to be coiled. Impedance and image testing could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 29nov2023. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during pullback, there was no image. When the device was removed from the patient, the catheter and guidewire were kinked and did not separate well. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed the imaging window was detached.